Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. The suggested event is detectable/ preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed the adhesive on the light cover glass and the optical cover glass failed, the adhesive on the distal end fell, the up/down angle was not to specifications, the switch condition button failed, and the image was misty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The colonovideoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, contamination was noted within the air and water channel. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.